Event description:
Caller reported that the mobile app was frozen while they were loading a cartridge. Blood glucose levels were within normal range with no adverse impact. Caller was unable to re-pair the app with the pump initially as the app crashed again, but after following technical support's advice to uninstall, "forget" the pump from the bluetooth menu, and reinstall the app, the issue was resolved, and the pump successfully paired with the mobile app. No further assistance was required.